Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the subject device was manufactured before the switch design measure was taken, the design of the power switch likely caused this failure. The power switch damage was caused by an amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed as the old version of the main switch was damaged and requires upgrading. Additionally, the scope socket was worn out and causing a poor connection. The olympus lamp meter gave a reading of 500+ hrs and also needs replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the power switch on the evis exera iii xenon light source was broken. This event occurred during preparation for use and there was no report of patient harm or consequence as a result.